Event description:
It was reported that the patient was just implanted on monday and was very uncomfortable. It was stated that the patient experienced shooting pains and ¿thought it was going to split open in the store.¿ it was also stated that the patient had burning down her back side and anus when sitting. The patient added that it did not work; the patient leaked every single night horribly and the patient barely drank fluids. The patient did not know if the device was set right or too high. It was also stated that the patient was not trained adequately on device use. Additional information received reported that the cause of the event was unknown and that there was possible movement of the lead. No abnormal impedances were seen. A replacement was planned or had taken place.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09nay, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va09nay, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).